Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was 600 mg/dl. The customer stated she is running high today because she ate and took a manual injection. Customer's blood glucose at time hospitalization was unknown. Customer was admitted to the hospital on (B)(6) for low blood glucose that eventually ended up being high blood glucose. Customer was treated with IV and antibiotics. Customer was wearing the pump at time of hospitalization. The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer was admitted to the hospital on (B)(6). Customer was coming out of the low blood glucose event and her family took her to the emergency room visit. Customer was treated with IV and antibiotics for pneumonia.